Manufacturer narrative:
Analysis of the returned ipg revealed no visual or functional anomalies. Data log analysis indicated end of service was reached after 1 year, 10 months, and 7.2 days following the initial active programming. The eui recorded was 20, which corresponds to an estimated theoretical battery lifespan of 1 year, 6 months, and 21.2 days. Therefore, the ipg battery life was within the estimated range.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a loss of stimulation and a return of their pre-implant tremor. It was observed that the implantable pulse generator (ipg) had reached end of life after just under two years of use. It was noted that the patient was a high energy user; during initial programming the energy use index (eui) was at 12.2, and at the last programming in (B)(6) 2024, the eui was 15.1. The patient underwent a revision procedure to replace the ipg and did well postoperatively. Physical analysis of the device was not conducted in our laboratory as it was discarded by the facility.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a loss of stimulation and a return of their pre-implant tremor. It was observed that the implantable pulse generator (ipg) had reached end of life after just under two years of use. It was noted that the patient was a high energy user; during initial programming the energy use index (eui) was at 12.2, and at the last programming in february 2024, the eui was 15.1. The patient underwent a revision procedure to replace the ipg and did well postoperatively. Physical analysis of the device was not conducted in our laboratory as it was discarded by the facility.